Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) was returned for failure analysis with the reported problem not confirmed using the system error logs. Visual inspection did not identify any issues related to the reported event. The unit was tested on a system; all instruments were correctly recognized, and all required energy operations were performed successfully on all ports. No abnormal or excessive behavior was observed during energy operations. The complaint was not confirmed based on failure analysis. The probable root cause of may be attributed to error m-b1 which can occur because of various factors. The neutral electrode (e.g., grounding pad) may not be connected to the generator, may be defective, or may have poor contact with the patient surface.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue, but the customer wanted the generator replaced. The fse replaced the vio integrated electrosurgical generator unit (iesu) for customer satisfaction. System was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the erbe generator was "too powerful". The cautery level was at 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no erbe related errors in the system logs. The tse provided the caller with the erbe user manual for reference as to what cautery level the erbe should be. There were no reports of patient injury. There was no additional information provided.